Event description:
Related manufacturer reference number: 1627487-2018-04303. Related manufacturer reference number: 1627487-2018-04304.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2018-04303, related manufacturer reference number: 1627487-2018-04304. It was reported the patient experienced ineffective stimulation after a car accident. As a result, the patient's ipg and two terminal lead ends were explanted on an unknown date.